Event description:
The lay user/patient contacted lifescan alleging the meter has a contrast issue that makes the display hard to read. The issue was not resolved with troubleshooting. There were not allegations of harm or injury.